Event description:
It was reported that the patient's left knee was revised due to possible infection. Surgeon performed a poly swap. A 6x9 cs insert was swapped for another of the same type and size. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 6; cat # 5521-b-600; lot # gsb4sa. Triathlon cr fem comp #5 l-cem; cat # 5510f501; lot # h6p6y. Triathlon symmetric x3 patella; cat # 5550-g-339-e; lot # 800w. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.